Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a procedure when the tip broke off. It was confirmed that the tip or no fragments from the tip fell into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Discarded.